Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the lower display would not come on and noted additionally that the upper and lower cases and one side bail cover were broken. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the external pulse generator's (epg) lower display would not come on. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.